Manufacturer narrative:
Six months later, during the patient's next scheduled latitude device interrogation, another red alert was generated for shock impedance measurements that were above the latitude programmed alert level, but within specification. This event will be updated if additional information is received. -- the device was subsequently explanted following the death of this patient for unspecified reasons two years after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, the device had no telemetry, a memory download could not be performed and the device data was insufficient to obtain battery status. The device went into a no telemetry state due to the battery depleting over the six years from explant until the device was returned. The reported clinical observation of a high and out of range shocking impedance measurement could not be confirmed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were associated with a latitude red alert for a pre-existing high shock impedance measurement when the patient's device was first interrogated by the latitude communicator. The existing data in latitude for the past year showed weekly average impedance measurements from 70-80 ohms, and the latitude alert threshold was at the pre-set level of 80 ohms. There was no report of adverse patient effects, and the device and lead remain implanted and in service. --